Event description:
The pt stated, she was not feeling well and her blood glucose readings had been in the 600's mg/dl all morning. She said her readings are "always sky high in the morning." She stated, her symptoms are thirst and frequent urination and she treats her readings by bolusing insulin through her infusion device. The pt stated, she has not spoken to her endocrinologist about increasing her morning basal rates but plans to contact him. Troubleshooting did not find any product issues. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.